Event description:
The consumer states he was cooking dinner and went to sit down on the seat, when the rollator allegedly collapsed. No injury is alleged.

Manufacturer narrative:
Based on a retrospective review with greater conservativeness of previous files an MDR was needed. No alleged serious injury. The alleged malfunction has the potential to cause a serious injury or death. Allegedly, the consumer finished cooking dinner and went to sit down on the seat when the rollator allegedly collapsed. The consumer is a (B)(6) male who weighs (B)(6) lbs and is (B)(6) inches tall. The consumer's medical condition and stability are unknown. The consumer's medication regimen is unknown. Any additional loading to the device is unknown. The environmental conditions for the flooring, carpeting or tiling are unknown.